Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure an intellanav mifi open-irrigated was selected for use. During the procedure the device would not curve, it was in a stuck position. As a result, this device was replaced and the procedure was completed without any patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for laboratory analysis. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Dimensional tests performed, showed that both curves did not reach the acceptable specified area of the template used for testing. Laboratory analysis was unable to confirm the reported clinical observations; the catheter passed all relevant testing.

Event description:
It was reported that during a procedure an intellanav mifi open-irrigated was selected for use. During the procedure the device would not curve, it was in a stuck position. As a result, this device was replaced and the procedure was completed without any patient complications. The catheter has been returned for analysis.